Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that during dilatation in the arteriovenous (av) fistula using a rx voyager dilatation catheter, the balloon was unable to inflate and the arterial side of the fistula could not be dilated. There was no adverse patient effects. It is unknown if another device was used to dilate the fistula. Though requested no additional information was provided. During return device analysis, a balloon rupture was observed.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood in and on the balloon, in the guide wire lumen, on the distal shaft, on the hypotube and on the hub. There was contrast in the balloon and in the inflation lumen. The balloon was loosely folded with a longitudinal rupture 1mm distal to the proximal marker extending 2 cm distally. There were no scratches visible and there was no other damage noted to the balloon catheter. This is consistent with the reported information that the balloon catheter was inserted into the patient, the balloon was pressurized and the balloon ruptured while in the patient anatomy. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use. There was no reported leak to the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The device was sent to scanning electron microscopy (sem) to perform further analysis of the balloon. The results indicated that numerous partial tears were observed on the inner surface with no excessive mechanical damage observed. The balloon rupture initiated from the inner surface and may possibly be related to exposure conditions or material processing discrepancy. This is often related to multiple inflations and/or inflations at high pressure. Attempts were made to obtain further information regarding the inflation pressures and number of dilatations; however none were received. The case description states the balloon catheter was used to treat a vessel located in the lower forearm. It should be noted that the voyager instruction for use (IFU) state that the voyager balloon catheter is not intended for use in non coronary vessels. It is unknown if the use of the balloon catheter outside the indicated patient anatomy could have contributed to the reported difficulty. A review of the finished product lot history records (lhr) did not reveal any nonconforming material records (ncmr) and there have been no other incidents reported for balloon rupture for this lot. Although a conclusive cause for the balloon rupture cannot be determined there are no indications of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.